Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during bolus delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was 119 mg/dl. Reportedly, the customer was able to load a new cartridge successfully, and resumed insulin.